Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and there was a non-electrical miscellaneous finding on the tip electrode. It was noted that the lead appeared damage at implant. It was also noted that the guide tooth was damaged causing the helix to bind up.

Event description:
It was reported that the physician exercised the lead prior to implant. It took thirty-two turns to extend the helix and fifty turns to retract the helix. The device was not used. There were no patient complications reported as a result of this event.